Event description:
It was reported that the customer was experiencing issues with the buttons on her insulin pump. The customer stated that the buttons were not responding normally and then received a button error alarm. The customer's blood glucose was 160 mg/dl. Customer stated that no significant event occurred leading up to the alarm. Customer stated that the buttons would respond on the second time. The customer stated that there was condensation in the screen but could find no cracks. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Moisture damage was also found on the electronic and motor assembly. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot.